Manufacturer narrative:
This product has been returned and is currently undergoing laboratory analysis. This report will be updated upon its completion.

Event description:
Boston scientific received information that at one week post-implant this right ventricular (rv) lead exhibited loss of capture at maximum output, decreased sensing amplitude and decreased pace impedance measurements. An x-ray was performed and the lead tip was noted to be beyond the heart border; heart wall perforation was confirmed via fluoroscopy and CT scan. A revision procedure was subsequently performed wherein the lead was explanted and replaced. Upon extraction a small effusion was noted but no additional adverse patient effects were observed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Visual and x-ray inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.